Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for non-malignant pain. On an unknown date, the patient experienced pain in their spine the length of the catheter and low spinal fluid. The patient reported the catheter leaks at the pump and spine and reported they are getting the catheter replaced. Additional information has been requested regarding the drug information, the cause of the event, troubleshooting and actions/interventions were taken to resolve the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturing representative via the patient reported that after the pump replacement in (B)(6) 2015, the patient reported problems with the pump vibrating. The catheter also leaked on both sides of the catheter and at the spinal and pump segments. A full replacement of devices occurred on (B)(6) 2015. The health care provider (hcp) noted that after replacing the devices, they did not see any obvious leaks within the catheter. The issues were reported to the hcp in (B)(6) 2015, where a dye study was said to have been performed. It was noted that the issue was resolved at the time of this report. The drug that was used via the device system was bupivacaine 10mg/ml at 4.499mg/day and hydromorphone 10mg/ml at 4.999mg/day. The medical history was unable to be obtained. The patient status at the time of this report was "alive- no injury." Additional information from the manufacturing representative also reported that there were no obvious tears in the catheter observed during surgery. Indication for use of the device was for non-malignant pain. The device was returned with no additional information.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly, specified as sc connector had a non-significant indent in the seal that did not affect infusion. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient was allergic to fentanyl, ibu, and morpine. Concomitant medications were listed as calcium, cymbalta, dilaudid, famotidine, hydroxyzine, percocet, tylenol, and valium. The drug that was used via the device system was bupivacaine 10mg/ml at 4.501mg/day and hydromorphone 10mg/ml at 4.501mg/day. The patient first started experiencing the pain along the spine and catheter on (B)(6) 2015. There was no determination for the catheter leak. The intervention was indicated as the replacement surgery ((B)(6) 2015). Additional information received from the health care provider (hcp) reported that the patient history included mild renal failure. On (B)(6) 2015, the chief complaint was listed as low back, bilateral hip, bilateral leg and feet pain, mid-back thoracic pain, right side, headaches, and neck pain. A follow-up was being done for neck pain, low back pain, and reflex sympathetic dystrophy of lower extremity, and cellulitis of the leg (excluding the foot), and lumbosacral radicultis. The pump had been replaced on (B)(6) 2015 (catheter was not replaced). On (B)(6) 2015, the patient's neck pain/pressure had slowly been increasing over the last several months, and the hcp was aware of it prior to the revision. With pain, numbness, and tingling radiating down her left arm. The pain status had not changed since last visit; pain 3/10. The patient had a feeling of liquid running down her neck and back internally, and fluid dripping out of nose (also had prior to the pump replacement) that resulted in ER visit on (B)(6) 2015 and (B)(6) 2015. The ptm was reprogrammed to deliver a bolus over 40 minutes (increased from 20 minutes) to see if this will resolve the abnormal feeling of running water down her back. The pump alarm date was (B)(6) 2015. On (B)(6) 2015, the patient's pain had increased since the last visit; pain was 6/10. The patient was complaining of pressure in her spinal column causing pain, and burning from the pump around her side to her low back where the catheter enters the spine. The patient was scheduled for a c-spine MRI today ((B)(6) 2015). The pump was interrogated post MRI, and was found to be functioning properly. The pump stalled at 7:30am and resumed function at 8:15am. The current alarm date was (B)(6) 2015. The MRI showed disc and facet joint degeneration from c4-5 through c6-7, with central canal and bilateral foraminal stenosis at all of these levels. On (B)(6) 2015, follow-up was being done for pain in the limb. The patient's pain had increased since last visit; pain was 7/10. On (B)(6) 2015, the patient had undergone an x-ray of the thoracic/lumbar spine and abdomen. The patient noted that the pressure in her back has turned to pain with pressure. She felt lethargic with a headache while standing or walking. The patient was scheduled today ((B)(6) 2015) for a pump and catheter dye study. The side-port was accessed, and 5ml of clear fluid was aspirated to ensure good cerebrospinal fluid (csf) flow and patency of the catheter. Then, 6ml of contrast was injected with no difficulty. Good flow of contrast was noted in the intrathecal space. However, it was noted that contrast was leaking at the entry point of the catheter into the central canal, at the inferior edge of the lamina at the side of entry. The assessment was uncontrolled intrathecal catheter leak/defect, also indicated as a small leak (noted with ap and lateral views). The patient was to be referred for evaluation to replace the catheter. It was indicated that current pump had the potential to be part of a group with alarm failure, the pump was also recommended to be replaced. On (B)(6) 2015, the additional chief complaint's were listed as neck pain, bilateral shoulder and arm pain, and bilateral arm numbness. A follow-up was being done for complication of implant, the pain in limb. The complication of implant was an uncontrolled intrathecal catheter leak and malfunction of the pump (specified as pump "vibrating"). The pump vibrating was indicated at various times during the day. On (B)(6) 2015, the patient had a cervical epidural steroid injection procedure. The response improved by 75% less pain in the neck and shoulders since the recent procedure. On (B)(6) 2015, the patient indicated additional pain around the pump. The patient had a 25% increase in pain; pain was 7/10. The pump was interrogated for pump refill/reprogram. The actual residual volume (arv) 20ml, and the expected residual volume (erv) was 18.6ml. The pump was refilled with 39ml of the same bupivacaine 10mg/ml and hydromorphone 10mg/ml, where the pump rate was left the same at 4.5mg/day. The next pump alarm date was noted as (B)(6) 2015. On (B)(6) 2015, the follow-up was also being done for low back pain. The patient had a 20% increase in pain; pain was 6/10. It was noted that her spine feels like it was being crushed. The pump was interrogated, where the current alarm date was noted to be (B)(6) 2015. The patient agreed to a trial of oral hydromorphone to replace the oral percocet. This was due to the decreased dose of hydromorphone the patient was getting through the pump, that would cause increased pain. On (B)(6) 2015, the patient indicated additional pain at both feet. The patient had a 10% increase in pain; pain was 5/10. The pump was reprogrammed, where the patient's response was improved. On (B)(6) 2015, the patient indicated additional pain at head/headache, and right shin. The pump was interrogated, and found to be functioning properly. The alarm date was noted to be (B)(6) 2015. On (B)(6) 2015, the patient had a 5-10% increase in pain in the neck and lower back; pain was 6/10. On (B)(6) 2015, the patient had a 10% increase in pain due to the weather change; pain was 7-8/10. The patient was scheduled for an MRI of the thoracic spine, and would look at the intrathecal catheter and pain pump, and it was noted to please rule out a catheter tip granuloma. On (B)(6) 2015, the patient indicated that the pain level had increased since last visit by 25%; pain was 7/10. An MRI was performed of the thoracic spine ((B)(6) 2015) and lumbar spine ((B)(6) 2015). The results of the MRI show that the intrathecal catheter can be seen extending along the right lateral aspect of the lower thoracic spinal cord and terminating posterior to the cord at theapproximately t9 level. No findings to suggest catheter tip granuloma. A small fluid collection measuring up to 1.6cm was surrounding the subcutaneous extraspinal catheter posterior to the l2 and l3 (where the catheter was entering the spinal canal). This raises a concern for possible catheter leak. On (B)(6) 2015, the patient indicated the pain was 7/10. On (B)(6) 2015, the exam was done as a pre-operative exam for catheter and pump replacement, as the right leg wounds/lesions that were postponing the revision were now healed after treatment at a wound center. A full replacement of devices occurred on (B)(6) 2015. The patient medical history was listed as hysterectomy (1976), neurological procedures (2008), benign neoplasm of soft tissue, anxiety, reflex sympathetic dystrophy of lower extremity (bilateral), cellulitis of trunk, cellulitis of leg (excluding foot), sacroiliac joint inflamed (left), cervical spondylosis without myelopathy (bilateral), thoracic spondylosis without myelopathy, lumbosacral spondylosis without myelopathy (bilateral), cervical radiculitis (bilateral), lumbosacral radiculitis (bilateral), disorder of back cervical/lumbar (bilateral), trochanteric bursitis (left), fibromyositis. Additional medical complications were reported; the patient had was in the emergency room for a bladder infection and was on antibiotics (cephalexin), other specified internal prosthetic devices (implants and grafts), right leg wounds/lesions that were prolonging the replacement of the devices. Musculoskeletal system was mild-moderate allodynia of the bilateral feet and lower legs, mottling of the skin of the right lower leg and foot, cervical spine had minimal tenderness of the bilateral lower facet joints and paraspinous muscles, minimal pain on bilateral facet loading and extension, moderate tenderness of the bilateral lower lumbar paraspinous muscles and facet joints, moderate pain on bilateral facet loading and extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.